Manufacturer narrative:
The technician found the spacer missing from the brake caster. The technician replaced the spacer to repair the bed.

Event description:
Info received indicates the brake pedal appears to be set into brake, but the linkage will not engage the brake caster.